Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: (expiry date: 08/2024). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a mammography guided breast biopsy through normal density tissue, the device allegedly broke. No coaxial was used. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard magnum biopsy needle was returned for evaluation. Upon visual evaluation, the device appeared have residue throughout. The device was received without the spacer and the sample notch was exposed. In addition, the cannula hub was broken. Also, it was noted that the stylet hub was from cavity 11 and the cannula hub was from cavity 12. Further, functional testing was not performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported break issue as the cannula hub was noted to be broken. One electronic photo was provided and reviewed. The photo shows that, a magnum needle kept inside a package unit. It was noted, that the cannula hub was noted to be broken and also, the magnum product label information was noted in the package; which matches with the tw details. Based on the photo review, the reported break issue can be confirmed. Therefore, the investigation is confirmed for the reported break issue as the cannula hub was noted to be broken in the provided photo for review. Based, on the both the photo review & the sample evaluation the whole investigation is confirmed for the reported issue. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024),

Event description:
It was reported that during a mammography guided breast biopsy through normal density tissue, the device allegedly broke. No coaxial was used. There was no reported patient injury.